Manufacturer narrative:
H3: one device was received for evaluation in used condition. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the downstream occlusion (dso) seal and upstream occlusion (uso) seal were observed to be damaged. The dso seal was lifting and the uso seal was buckling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The uso and dso seals were replaced to resolve this issue.

Event description:
It was reported that there was bolus dose connection failure on cadd device. The event occurred during self-test. During evaluation of the returned device, the investigation identified a lifting downstream occlusion seal and buckling upstream occlusion seal, therefore making this investigation reportable.